Event description:
Caller reported an incident in which the aviva system gave blood glucose results of 270 mg/dl at a time when the customer had symptoms of hypoglycemia. Wife gave him a glucagon shot and 3 glasses of milk. Customer was not capable of self-treatment. No delay in treatment noted. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.